Event description:
Nellcor 840 ventilator alarm sounded and panel screen went black. Patient was manually ventilated immediately. The ventilator was turned off then back on but the panel screen remained black but all level alarms and lights remained on. The ventilator was exchanged for another ventilator and taken out of service. Biomed reported the cause of the ventilator failure was due to a cpu failure.